Event description:
It was reported that the lead exhibited capture and sensing anomalies due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Final analsis found that two of the lead tines were missing. Electrical characteristics were normal. Further examination found the proximal coil bent at the location of the suture sleeve impression, 16 cm from the connector end. The suture sleeve tie down damage is consistent with that occurring at the time of implant.